Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 600 mg/dl at the time of incident and 581 mg/dl at the time of hospitalization. The customer was treated with intravenous drip in the hospital and needle. Customer experienced symptoms such as nausea, vomiting, abdominal pain, difficulty in breathing. Based on customer report customer did not allege the insulin pump was under delivering. The customer stated that after 40 units of insulin blood glucose still rising. Customer stated auto mode was active. The insulin pump will not be returned for analysis.